Manufacturer narrative:
Visual inspection of the returned catheter confirmed one spline broken at distal end. There is no introducer damage, no pebax damage, and no missing parts were observed. As of march 2015, further investigation is being conducted at topera. Records of raw material used to manufacture this lot were also reviewed and on abnormalities were found. No evidence of mfg defects were found based on the visual inspection and batch record review performed.

Event description:
Topera complaint (B)(4) was received for one 50mm mapping catheters used during the procedure that exhibited one broken spline at the distal end of the catheter at (B)(6)hospital. The firmap 50mm mapping catheter used was observed to have one spline broken from the distal tip post completion of the procedure. The physical suspects that the catheter was caught on to the ablation catheter when removing the catheter from the pt. The catheter was safely removed from the pt. The procedure was completed successfully and no pt injury was reported.